Manufacturer narrative:
D5,6; h4: info unavailable, device returned with no lot or batch ID. Visual inspections & results: bullet tip condition; na. Desufflation lever condition; conforming. Inner gasket condition; non conforming. Latch condition; na. Obturator condition; na. Outer gasket condition; conforming. Reset button condition; na. Sleeve condition; conforming. Stopcock condition; good/closed. Trocar condition; na. Functional tests & results: does safety shield retract; na. Flapper door functional; conforming. Lockout functional; na. Analysis conclusion: based on the visual examination it was confirmed that the inner gasket was dislodged from its original position. No conclusion could be reached as to how the inner gasket became dislodged. Each instrument is evaluated during the assembly process to ensure that it functions properly. The centering of the instrument(s) upon insertion or removal may reduce the possibility of the gaskets being inadvertently damaged or dislodged.

Event description:
During an unknown procedure the gasket fell out of the trocar. The staff did not know any details regarding the case. There was no consequence to the pt.